Event description:
4 hours and 2 minutes into dialysis treatment, machine alarmed for blood leak. There was no visible blood in the dialyzer. Machine was tested for blood leak, test strip confirmed leak. Incident occurred twice. Same patient. Patient's blood was not returned and machine was pulled from floor per facility policy. Facility primed at 250ml with 150 priming speed. Confirmed all machine calibrations were within manufacturer specifications. Patient returned to their next dialysis treatment without further issues.